Manufacturer narrative:
Product in complaint was returned to zoll circulation on 10/04/2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
Complainant alleged that when the autopulse resuscitation system was powered on the platform displayed "check lifeband inserted correctly" message. Complainant reported that the operator checked the lifeband and it appeared to be inserted correctly; however, the error message still persisted. There was no report of any patient involvement. Manufacturer requested additional details, however no further information was able to be obtained.